Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation details, by both nozzles, the glass body has actually been ripped / broken off on the luer-lok-connection. Products can therefore not be used. The plugs were glued and the glass body broke during removal. Since small packages of the affected lot are no longer available, further examinations could not be completed. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The glass body on the connection was broken. Product can therefore not be used. This is 2 of 2 reports for complaint (B)(4).